Manufacturer narrative:
External insulation abrasion was found at 14.6 - 14.9cm from the connector pin consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Event description:
It was reported that high pacing threshold and an insulation anomaly were observed due to twiddler's syndrome. The lead was explanted successfully.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.